Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer had blood glucose of 295 mg/dl and 288 mg/dl. The customer treated high blood glucose with the extra insulin and then blood glucose went down to 100 mg/dl and declined troubleshooting for it. The customer also stated that, the sensor had sensor updating alert and lost sensor alert. Customer advised that she reverted to back up plan for these past events. The device will not be returned for analysis.